Event description:
It was reported that during a unkown procedure, one side of the activation buttons stopped working in the middle of the case. Opened new one to complete the procedure. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.